Manufacturer narrative:
(B)(4). The stapler sheath will not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the site claims that a fragment from an endowrist stapler sheath instrument accessory fell inside the patient. The broken fragment was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported after a da vinci hemicolectomy (right) assisted procedure, the endowrist stapler sheath was observed to have a piece missing. The piece of the sheath was a centimeter in size. The customer inserted the endoscope back into the patient and found a piece of the sheath inside the patient. The sheath was removed without any patient harm. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.